Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the high capture threshold allegation was not confirmed based on normal segments resistance measurements indicating all conductors were intact and a passing hipot test indicating no electrical shorts between conductors. Complete lead was returned in two segments which looked severed. The extracting stylet was in the distal segment. Set screw mark noted in correct location on all terminal connectors. X-ray inspection revealed all conductors were intact which suggests no fractures.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.